Manufacturer narrative:
Upon receipt of additional information, it has been determined that this report is a duplicate of a previously submitted medwatch form. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: literature: gaillard, emily b., et al. ¿interventions for improving hip resurfacing outcomes in women: a high-volume, retrospective study.¿ the journal of arthroplasty, vol. 32, no. 11, 2017, pp. 3404¿3411., doi:10.1016/j.arth.2017.06.003. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in a journal article, patients were revised following hip resurfacing arthroplasty. Seven (7) patients were revised due to loose acetabular component.